Event description:
A customer contacted beckman coulter regarding erroneously low potassium (k) result that was generated by the synchron lx20pro. The customer indicated that the lab was receiving inquiries from the physician regarding the low k potassium result. The customer provided an example of a k low result when compared with other lab data. The low k result was 1.7mmol/l. The k result from a blood gas analyzer was 3.7 mmol/l. During the customer's investigation into the low k result, the lab received complaints of high k result. No additional information was provided by the customer regarding the complaints for high k results. The customer indicated that they were informed by a physician that they administered k supplements on some of his pts. No additional information was provided by the customer regarding this event.